Event description:
The customer stated that while mapping the apex of the left ventricle with the navistar catheter, the patient complained of pain. It was reported that his blood pressure decreased and a cardiac tamponade was detected on performance of an echocardiogram. Drainage was reportedly performed and the blood pressure improved. The physician stated that the patient had apical hypertrophic cardiopathy. Patient condition has been reported as stable.

Manufacturer narrative:
The section on precautions in the instructions for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. No not use excessive force to advance or withdraw the catheter when resistance is encountered."